Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this product. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this lot. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through (B)(4) investigation (B)(4).

Event description:
Internal balloon of infusor burst while being filled with expensive drug liposomal amphotericin during routine compounding in the cleanroom. There was no patient involvement. There was no patient injury or medical intervention associated with this event. There is no further complaint information available.